Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:03:48. During night drain cycle five, the patient's ultrafiltration reading was 1209ml, indicating the home patient drained 1209ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.